Event description:
It was reported that the patient was having an allergic reaction to the implant. The patient still has had inflammation and hives despite being treated with steroids and antihistamines. No further information has been obtained despite good faith efforts.